Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out of range pace impedances and oversensing. The oversensing resulted in pacing inhibition, but there was no aystole observed. The ra lead was surgically abandoned and replaced. During the revision procedure, the lead was tested via a pacing system analyzer and the low impedance values were confirmed. No additional adverse patient effects were reported.